Event description:
It was reported the bronchovideoscope displayed error code b30 ¿ scope communication error. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. It is possible that an abnormality happened due to corrosion, which may have made it impossible for the subject device to communicate normally with video system. Olympus will continue to monitor field performance for this device.